Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the when the doctor test to flush, he found that the distal end of the tube began to leak, so he applied for a replacement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the reported problem could not be reproduced. One 2 fr per-q-cath was returned for evaluation. An initial visual observation showed some use residue on the returned sample. The catheter was flushed with a 12 ml syringe of water and was found to be patent to infusion and aspiration. No leaks were observed when the catheter was flushed or pressurized. A microscopic observation revealed no damage on the returned sample.

Event description:
It was reported that the when the doctor test to flush, he found that the distal end of the tube began to leak, so he applied for a replacement.